Manufacturer narrative:
The most probable cause of the malfunction was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The device was returned and inspected by olympus. Olympus identified white residue on the air/water supply of the colonovideoscope. No patient involvement.